Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests approximately 15 times a day and manages his diabetes with novolog insulin via insulin pump. Although he has been diagnosed as a type 1 diabetic, the patient indicated that his pancreas is still producing small amounts of insulin (at any given time) and as a result, his blood glucose can decrease rapidly. The patient's typical blood glucose reading is between "225-300mg/dl". The patient also indicated he suffers from an immune deficiency he referred to as "attaching antibodies" which causes his symptoms to change suddenly and drastically. It is not known when the reported power issue occurred. It is not clear what action the patient took in response to the reported power issue. The patient denied developing any symptoms as a result of the alleged power issue. The patient also denied receiving any form of medical intervention/treatment after the alleged issue began. During troubleshooting the csr noted there was no misuse of the lfs product, the patient was not using the subject meter for the first time, the subject meter's batteries did not need to be replaced, and the patient was using the correct test strips at the time of the alleged issue. The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reported issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
The test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.